Event description:
Completed a blood draw without incident, but during infusion the pt felt pain. A dye study was ordered which revealed a crack in the catheter. The device was removed and replaced two days later. The pt has developed a staph infection.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.